Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the cartridge tubing, interrupting insulin delivery. The customer¿s blood glucose level was not impacted. No additional details were reported for this event. Multiple attempts were made to obtain more information; however, a response was not received.